Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach to treat hemostasis during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip did not deploy. The procedure was completed with another resolution clip. It was reported that abnormally high resistance was felt before the handle spool reached the end of the stroke. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a15 captures the reportable event of clip did not deploy. Block h11: investigation result a resolution clip was received for analysis. Visual and microscopic inspection of the returned device revealed without the clip assembly and with evidence of premature deployment. In addition, the device was returned without the outer sheath. No other problems were noted. The reported complaint of clip failure to release from catheter and handle difficult to actuate was unable to be confirmed since the device was returned without the clip assembly and with the handle in good state. Upon product analysis it was observed that the device was returned with the yoke still attached and with evidence of premature deployment. It is important to mention that the presence of the clip assembly is crucial to the investigation, as the reported event is directly related to this piece. To clarify the reason for the problem faced by the physician, this component must be inspected. Although the exact cause cannot be confirmed, these problems might happen for such as attempting to open the clip once it is already activated, the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. However, these are only hypotheses. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is cause not established.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Imdrf device code a15 captures the reportable event of clip did not deploy.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach to treat hemostasis (B)(6) 2024. During the procedure, the clip did not deploy. The procedure was completed with another resolution clip. It was reported that abnormally high resistance was felt before the handle spool reached the end of the stroke. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.